Manufacturer narrative:
The reported event was unconfirmed, as the product meet the specifications. Visual inspection noted one trocar was received. Visual evaluation noted the trocar appeared to be sharp. The product used for treatment purposes. It was determined that the product had no relationship with the event due to the investigation being unconfirmed through the sample evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure.

Event description:
It was reported the trocar was not piercing the skin. Per sample evaluation it was found that the trocar was bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported the trocar was not piercing the skin.